Event description:
The customer contact reported during preventive maintenance testing at the user facility, an e321 (battery charger timeout) error code was noted. This error occurs when the battery cannot be fully charged within 8 hrs. There were no reports of any adverse pt events or delays in critical therapies while the device was in clincal use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device passed testing. An e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.